Event description:
It was reported that this system with implantable pacemaker, right atrial (ra) and right ventricular (rv) lead was explanted due to pocket infection. It was noted that the patient had developed a pocket infection with positive blood swabs. The pocket was thoroughly cleaned and system explanted. The patient is not pacemaker dependent. A new system will be implanted at a near future date. No additional adverse patient effects were reported. The device is expected to be returned.